Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise due to mode switches was noted on the right atrial lead. Noise was not reproduced with isometrics. No intervention or programming changes were performed, and the lead remains implanted. The patient was stable throughout and will continue to be monitored.